Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 4.00mm x 15mm nc emerge® balloon catheter was advanced for post-dilation. However, during inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.